Manufacturer narrative:
The investigation determined the issue was consistent with insufficient maintenance activities by the customer. The service actions resolved the issue. The qc and calibration trace data were acceptable; therefore a reagent issue was unlikely.

Manufacturer narrative:
As the calibration data was acceptable, a general reagent issue was unlikely. The field service engineer found the condition of the instrument was generally poor. The gear pump pressure was too low; the sample probe was bent and had not been cleaned properly from the outside. The sample probe was not centered in the washing position and the jet was too weak. The investigation is ongoing.

Event description:
There was an allegation of questionable hdlc4 hdl-cholesterol plus 4th generation results from the cobas 8000 cobas c 502 module. Sample 1 initial result was 0.14 mmol/l and the repeat result was 2.18 mmol/l. Sample 2 initial result was 0.46 mmol/l and the repeat result was 5.59 mmol/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 47675301 with an expiration date of 31-mar-2022.